Event description:
It was reported that foreign matter was found on the bd angiocath¿ IV catheter tip. The following information was provided by the initial reporter, translated from japanese to english: "before use, the hcp found an fm on the catheter tip."

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge angiocath unit from lot 9031925 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) on the catheter. A piece of the fm was collected and sent for ftir analysis. The analysis determined that it was grease mixed with silicone that was found on the catheter. These substances were used during the catheter pointing process. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the fm came from the manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the bd angiocath¿ IV catheter tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the hcp found an fm on the catheter tip."